Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The therapy pcb assembly was replaced and after observing proper operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed therapy pcb assembly. It was determined the cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u21, on the therapy pcb assembly. (B)(4).

Event description:
The customer contacted physio-control to report their device had a service indication present and could not pass a user initiated self-test. There was no patient use associated with this event. Upon evaluation, physio observed the device could no longer charge and deliver defibrillation energy. It was also observed the device would intermittently detect the defibrillation ECG waveform through paddles lead.